Event description:
The affiliate reported the customer alleged approximately twenty (20) milliliters of clear fluid leaked from underneath the instrument and onto the floor involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Quality control (qc) was within range at the time of the event. Patient results were not impacted. The laboratory has an exposure control plan in place, and the instrument was not in operation. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
H3: the field service engineer (fse) observed the source of the fluid leak at the blood sampling valve (bsv). The fse noted the spring on the knob of the bsv was broken which caused the bsv to slightly separate and leak. The fse replaced the actuator and resolved the fluid leak issue. No further fluid leak was observed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).